Event description:
I initially had saline implants in 1996, one ruptured in 2004 so had them replaced with another set-mentor saline over the muscle. The first symptoms I had after the second set were tinnitus and skin tenderness, then issues with my monthly cycle. I decided I was in perimenopause and ignored it. Then-almost overnight in 2013 (B)(6), severe muscle and joint pain started. Within a few days it was in my hips, knees, back etc. I went to my family doctor 4 times in one month. They did blood work, finally said it was probably rheumatoid arthritis and would refer me. I knew better. I tried everything and no pain medication helped. Finally in (B)(6) 2015 I thought about my "safe" saline implants and researched and recognized many women were having the same issues I was having with their safe implants. I was told (by dr (B)(6)-the same plastic surgeon that had put them in) that the mentor salines that I had were notorious for faulty valves and that I probably had a leaky one. She highly recommended ex-plant. I could not afford her but did find a wonderful plastic surgeon that removed my implants and the capsule surrounding each for a price I could afford. I wish I had the money at the time to send the implants to a specialist to see exactly what was around the valve but I didn't. All I know is this-my blood pressure the day before my surgery was 160/95 and I was in pain. 3 days later my bp was 120/80 and has remained low since the explant on (B)(6) 2015. The pain is 90% gone. I feel like I have my life back and all it took was getting the implants out.